Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right side of external iliac artery (eia). After a non-bsc guide wire crossed the lesion, plan old balloon angioplasty (poba) was performed with a 5mmx40mm sterling balloon catheter. The guide wire was exchanged with another non-bsc guide wire and poba was performed again with a 6mmx40mm mustang balloon catheter. A 7mmx27mm express stent was implanted and ivus followed. The physician attempted to perform additional dilatation with a 7.0mmx20mmx135cm (4f) sterling balloon catheter. On the first inflation, the balloon ruptured at 6 atmospheres. The device was successfully removed from the patient and the procedure was completed with a 8mmx20mm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling catheter with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon wall 4mm from the proximal edge of the distal markerband. Microscopic examination revealed no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right side of external iliac artery (eia). After a non-bsc guide wire crossed the lesion, plan old balloon angioplasty (poba) was performed with a 5mmx40mm sterling balloon catheter. The guide wire was exchanged with another non-bsc guide wire and poba was performed again with a 6mmx40mm mustang balloon catheter. A 7mmx27mm express stent was implanted and ivus followed. The physician attempted to perform additional dilatation with a 7.0mmx20mmx135cm (4f) sterling balloon catheter. On the first inflation, the balloon ruptured at 6 atmospheres. The device was successfully removed from the patient and the procedure was completed with a 8mmx20mm mustang balloon catheter. No patient complications were reported and the patient's status is good.